Manufacturer narrative:
(B)(4). Return of the device for investigation was requested however to date it has not been received.

Event description:
During use an unspecified leak was confirmed. The patient did not require reintubation.

Manufacturer narrative:
(B)(4)